Manufacturer narrative:
A consumer's mother reported that her daughter used the solution in a flat lens case rather than using the special lens case with neutralizing disc that was provided. The consumer was seen by her eye care practitioner. The doctor's diagnosis was a punctate keratitis in the right eye. The practitioner recommended an over-the counter drop, soothe xp. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, "hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema." The symptoms and sign of punctate keratitis are consistent with the (B)(6) description of a temporary injury associated with hydrogen peroxide exposure. The doctor reported the patient recovered. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
A consumer's mother reported that her daughter used the solution in a flat lens case rather than using the special lens case with neutralizing disc that was provided. The consumer was seen by her eye care practitioner. The doctor's diagnosis was a punctate keratitis in the right eye. The practitioner recommended an over-the counter drop, soothe xp. The doctor reported the patient recovered.